Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient had blood glucose reading 507 mg/dl while using cadd cleo infusion set. Patient delivered a manual injection of insulin. Upon removal, patient noted cannula was slightly bent but not kinked. There was patient involvement and no patient harm.